Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. The bipolar metal shell was returned for review. The shell has the locking ring stuck in the groove. The locking ring was removed and inspected. It was noted that the locking ring is slightly bent. The dimensions were found conforming to print specifications where measured. The liner was not returned for review. Therefore the condition of the liner is unknown. Review of the device history record for the liner did not show any deviations or anomalies. These device are used for treatment. Product history search revealed no additional complaints against the related part and lot combinations. The issue with the locking ring was identified after attempting to insert the liner. Trilogy acetabular system surgical technique states ¿if upon inspection, it is determined that the locking ring is not functioning properly or has become damaged, it must be replaced¿. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the liner would not seat lock into the locking ring of the shell. An alternate sized shell was used.